Event description:
It was reported that the patient was not receiving pain relief because the right lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the right lead was repositioned to address the issue. Effective therapy was restored. It is unknown which lead had migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), serial: (B)(6) , batch: t00005185. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.